Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose level. Customer¿s blood glucose level was 410 mg/dl. Customer had difficulty in breathing, nausea, vomiting and abdominal pain. It was unknown if customer was using auto mode at the time of incidence. Customer was not okay to troubleshoot. The insulin pump will not be returned for analysis.